Manufacturer narrative:
Block b3: exact date unknown, event occurred for years base on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief and the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.